Manufacturer narrative:
The evaluation confirmed the reported event. The cause was attributed to damage to the device and the presence of contamination/debris on the interior of the tip.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that at the start of a procedure, the surgeon could not see easily through the arthroscope, ar-3350-2930. The scope was foggy, and the staff in the or could not fix it. After struggling for a few minutes with the scope, the surgeon decided to do the specific procedure open, as the scope was unusable. No further information provided.